Event description:
The pt received the scs system consisting of two scs leads (same lot). It was reported the pt was unable to obtain adequate coverage to his right leg. Invalid impedances were identified on one of the leads. The invalid lead was removed and replaced on (B)(6) 2011. Effective stimulation was captured post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.